Manufacturer narrative:
On (B)(6) 2021, the field service engineer (fse) found the cell rinse tube blocked with white crystals and replaced it, performed adjustments, and checked the pump pressure. On (B)(6) 2021, the fse replaced the sample probe and made adjustments. The calibration and qc were acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable alb2 albumin gen.2 and crep2 creatinine plus ver.2 results for multiple patient samples with the cobas 8000 c702 module. The following are examples of questionable results for 2 patient samples: sample ID (B)(6): the initial alb result was 57.7 umol/l. The repeated result was 43.8 umol/l. Sample is (B)(6): the initial crep result was 24 umol/l. The repeated result was 98 umol/l. The questionable results were reported outside of the laboratory. The albumin reagent lot number is 555254. The creatinine reagent lot number is 567168. The expiration dates were requested but not provided.